Manufacturer narrative:
The device was returned to olympus for inspection and the following issues were identified: the tissue pad is split and cut, peeling off, the coating of the probe was partially peeling and the coating of the grasping section (jaw) was partially peeled off. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, that the thunderbeat exhibited tissue pad is split and cut, peeling off, the coating of the probe was partially peeling, and the coating of the grasping section (jaw) was partially peeled off. There was no patient involvement.